Event description:
The manufacturer's field service engineer reported that while servicing the ventilator onsite, the touch screen was not working and the pop up window was a different color. There was no patient involvement.